Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. D4: lot number unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the doctor had been watching this implant at tooth site #14 for a while at the patient's cleanings. Bone loss has progressively been getting worse. Bone loss was at about 80% around the implant and there was infection. The implant was removed due to peri-implantitis. Cleaned out the socket and placed the patient on antibiotics. The doctor didn't place bone graft because of infection and was not sure if another implant will be placed in the future. Symptoms as a result of the event: inflammation and swelling.